Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena (error e102, e101, and e103) could not be conclusively determined. However, based upon the information from oekg, there was the possibility that these phenomena were attributed to the installation of the non-olympus xenon lamp, which might be caused by the user unknowing or ignoring the recommendations in the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus(B)(4). (B)(4) checked the subject device and found that the reported phenomenon (error e102) was duplicated, and also found that the clv temperature error e101 and clv lamp error e103 were displayed on the monitor. In addition, (B)(4) found that a non-olympus xenon lamp had been installed into the subject device, and that when the non-olympus xenon lamp was replaced with an olympus xenon lamp, the subject device worked without errors. Therefore, (B)(4) surmised that all errors including the reported error e102 were caused by use of the non-olympus xenon lamp. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection of the subject device at the user facility, it was found that the error e102 which indicated the subject device was broken down was displayed on the monitor. There was no report of patient injury associated with this event.